Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump and oil mist filter were adjusted and re-installed to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported ¿smoke¿ or haze/mist emitting from the sterrad® 100nx sterilizer while running a cycle. There was no report of any injuries or human reactions. The customer stated preventative maintenance was performed yesterday on the unit. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). Trending analysis of the haze/mist/vapor issue was reviewed from march 2017 to september 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the haze/mist/vapor issue. The assignable cause of the haze/mist/vapor issue is likely due to the vacuum pump and oil mist filter. The field service engineer tightened/adjusted these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.